Manufacturer narrative:
Technical support performed troubleshooting over the phone to determine the customer reported error code 210.5020 on lvp8100. Technical support - recommended stephen to replace display board. Stephen will replace display board. A review of the device history record for sn (B)(6) was performed from date of manufacture 10/02/2014 to present date 10/08/2020, and confirmed that this device was not previously returned for servicing. Also, there were no production failures indicated on the source device. Based on the troubleshooting results, technical support determined the proximate cause of the customer¿s reported issue. Technical support - recommended stephen to replace display board. Stephen will replace display board. The customer reported problem was confirmed. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. No product returned.

Event description:
Error 210.5020. It was reported there was no patient involvement.

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device was displaying error code 210.5020. It was reported there was no patient involvement.